Manufacturer narrative:
(B)(4). This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and expired, which is alleged to have been caused by the product. Additionally, it was noted that the patient received dialysis treatment three days per week.